Event description:
It was reported that during a consignment inspection the device was found with burrs/nicks/scratches/gouges. No patient was involved. The investigation found that the trial was cracked.